Event description:
It was reported that during a photoselective vaporization of the prostate procedure, the fiber broke on its first used. A second fiber was opened but it also broke. Then, a third fiber was opened. There were no patient complications. No further information was provided. This report is for the second of two broken fibers.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. A device history record (DHR) review was completed, and it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. The instructions for use (IFU) was reviewed. The IFU states: do not press the fiber end into the tissue, which will create stress between the fiber and the opening (edge) of the cystoscope. Damage to the fiber may result. Do not bend the fiber at sharp angles. Damage may occur to the fiber. A review of the moxy hazard analysis was completed and confirmed that the event of break was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on the information available, the reported allegation could not be confirmed. It is likely that the user broke the fiber upon advancing the fiber into the scope, and/or buried the tip of the fiber into tissue during use. Therefore, an investigation conclusion code of unintended use error caused or contributed to event was assigned to this investigation.

Event description:
It was reported that during a photoselective vaporization of the prostate procedure, the fiber broke on its first used. A second fiber was opened but it also broke. Then, a third fiber was opened. There were no patient complications. No further information was provided. This report is for the second of two broken fibers.